Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00407501301, epoch tivanium size 13 lt, 60290318. The 00620005220, shell porous with holes 52 mm , 60365256. The 00631005032, liner 10 degree elevated rim 32 mm, 60705232. The 00625006530, bone scr 6.5x30 self-tap, 60746601. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 07995, 0001822565 - 2017 - 07996, 0002648920 - 2017 - 00713.

Event description:
It is reported that the patient is experiencing pain following a revision procedure. Attempts have been made and additional information on the reported event is unavailable.